Event description:
The lay user/patient contacted lifescan alleging that the product was prompting an unspecified error message, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them . If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.